Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and cup loosening. Update rec¿d 03/10/2017; litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, stiffness, and elevated ions. Adding a femoral head, liner and stem to the complaint.

Event description:
Patient was revised to address pain and cup loosening. Update rec¿d (B)(6) 2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, stiffness, and elevated ions. Adding a femoral head, liner, and stem to the complaint. Complaint was updated (B)(6) 2017. Doi: (B)(6) 2013. Dor: (B)(6) 2014. (Right hip). Patient resides in (B)(6). Complaint file contents have been attached. Nr (B)(6) 2014. Update ad (B)(6) 2018: com-(B)(4) has been reopened under pc-(B)(4) due to receipt of ppf and sticker sheets. There were no new allegations. Added revision surgeon, hospital, patients birth date, and doi. Updated part and lot number of the impacted products. Doi: (B)(6) 2013. Dor: (B)(6) 2014. (Right hip). Pc-(B)(4) 1st revision. Pc-(B)(4) 2nd revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no new allegations. Added revision surgeon, hospital, patients birth date and doi. Updated part and lot number of the impacted products. Doi: (B)(6) 2013 - dor: (B)(6) 2014 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.